Event description:
It was reported that the procedure was to treat a lesion in the left coronary artery with stenosis. The 5x15mm nc trek balloon dilatation catheter (bdc) was used in the procedure; however, the balloon did not deflate completely after holding negative for 10 seconds. During removal, the bdc was not able to be removed independently; therefore, the bdc and guide wire were removed as a single unit. There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6: medical device problem code 2017- failure to follow steps / instructions.

Manufacturer narrative:
Visual inspection was performed on the returned device. The reported difficulty removing the device and deflation issue could not be replicated in a testing environment due to the condition of the returned device. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported complaints could not be determined. Possible factors that may contribute to difficulty deflating the balloon include, but are not limited to, deflation technique, tortuous anatomy, loose connection with the indeflator, contamination in the inflation lumen or damage to the guide wire and/or inflation lumen. Additionally, possible factors that may contribute to the difficult to remove the bdc from the guide wire causing resistance between the devices may include, but not limited to, manufacturing damage, inner diameter of guide wire lumen, condition of the guide wire, or damage to the distal shaft of the catheter. In this case, a conclusive cause for the reported deflation issue and difficulty could not be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6 correction: medical device problem code 2017 removed.